Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that underfilling is occurring with tubes customer is unsure where draw line needs to be met exactly. Customer reported tubes underfilling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that underfilling is occurring with tubes customer is unsure where draw line needs to be met exactly. Customer reported tubes underfilling.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.